Event description:
It was reported that this right ventricular (rv) lead underwent a lead safety switch due to out of range pace impedance measurements greater than 2000 ohms which have been gradually increasing. Technical services (ts) reviewed device data and noted that there was some noise being stored as well as greater than two seconds of pacing inhibition while in unipolar pacing. Ts recommended assessing the leads as well as programming changes. No adverse patient effects were reported. This rv lead remains in service.